Manufacturer narrative:
The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 04-sep-2023 a spontaneous report from canada was received via email regarding a female consumer (age not provided) who used an unspecified thermacare heat wrap. On 11-sep-2023, additional information was provided from a consumer. On (B)(6) 2023, the consumer topically applied an unspecified thermacare heat wrap. Two to three hours after applying the heat wrap, the consumer experienced a burning sensation on her back. When she removed the product, she discovered a burn. She had 4 quarter sized blisters in the area. As of (B)(6) 2023, the blisters had popped and were healing. No interventions were taken.